Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Additional information: litigation papers allege the patient experienced hip pain, loosened acetabular component, osteolysis, metallosis, excessive levels of cobalt and chromium blood levels, and the need for aspiration of her right hip, which was aspirated on (B)(6) 2011.

Event description:
Patient was revised to address acetabular cup loosening and osteolysis.